Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. During skin closure, when the physician used the needle holder to grab the needle from the suture pack, the suture was detached from the needle. Another same like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00597. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a clip-off defect. Conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for needle pull tensile strength and it met the requirements.